Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl citrate (500mcg/ml, 341mcg/day) in an implantable pump for an unknown indication for use. During the last few refills, the actual residual volumes were consistently much higher than the expected residual volume. The manufacturer representative asked for additional clarification and was sent the interrogation history [refill on (B)(6) 2017: actual residual volume (arv) of 9.5ml, expected residual volume (erv) of 4.6ml; (B)(6) 2016 refill: arv of 9.5ml, erv of 5.7ml; (B)(6) 2016 refill: arv of 9ml, erv of 5.6ml; and (B)(6) 2016 refill: arv of 9ml, erv of 5.1ml; (B)(6) 2016 refill: arv of 14ml, erv of 10.1ml prior to or revision; (B)(6) 2016 refill: arv of 11ml, erv of 6.1ml; and (B)(6) 2016 refill: arv of 6ml, erv of 1.1ml]. No symptoms were reported. It was noted the previous system was replaced in 2016. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a manufacturer representative indicated a pump revision occurred on (B)(6) 2016, at which time the pump was replaced. The previous reported volume discrepancies in (B)(6) 2016 occurred prior to the pump replacement and pertain to mfg. Report# 3007566237-2017-00423. Additional volume discrepancies occurred on (B)(6) 2017 (arv 10ml and erv 5.8ml; fentanyl was in the pump), (B)(6) 2017 (arv 36ml and erv 35.3ml; hydromorphone in pump, switched back to fentanyl), and (B)(6) 2017 (arv 13.5ml, erv 10.7ml; fentanyl in pump, switched to hydromorphone). There serial number of pump and catheter could not be obtained. No further information was provided. No further complications were reported/anticipated.